Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be update.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried body fluid throughout the lead lumen. A guidewre was unable to be inserted due to this dried body fluid in the lumen. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead indicated that they had an infection and the lead was explanted. No other adverse patient effects were reported.